Event description:
Patient's daughter called lfs in 2002 alleging that the patient's meter would only prompt "clean test area" and "error 1" intermittently. Patient reported feeling thirsty, with frequent urination. The caregiver's were unable to obtain a blood glucose reading for an unknown period of time and as a result were unable to administer proper insulin dosage. There was no serious injury or adverse event. Patient did not seek any medical care from a healthcare professional. The customer service representative was unable to resolve the "clean test area" message and as result replaced patient's meter.